Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 11 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches at the black discoloration area. A general rough texture were determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Only the distal end of the probe was forced to push against the tissue while the output was activating, or the output was activated while twisting the scissors with grasping the tissue. The probe was having cracks while using the device. Therefore, a force was applied to the distal end of the probe, causing the probe to break from the cracks. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hepatectomy, the subject device was used. The probe of the subject device broke off. There were no fallen fragments. The intended procedure was completed. There was no patient injury reported.